Event description:
The customer obtained a falsely elevated architect stat high sensitive troponin-I result. The customer's normal range is 0 to 0.026 ng/ml. The sample from a 74 year old female generated 0.4354 and 0.4291 ng/ml. The customer indicated the results were discrepant with the patient's clinical picture. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no further information was provided.

Manufacturer narrative:
This report is being filed on an international product, architect stat high sensitive troponin-I, list 3p25, that has a similar product distributed in the us, architect stat high sensitivity troponin-I, list number 2r98. Investigation of the complaint issue included review of complaint activity, trending data, device history records and labeling. Additionally worldwide field data for lot 39565ud01 was analyzed. Return testing was not completed as returns were not available. Review of complaint and trending data did not identify any issues or trends. Device history records for the complaint lot did not identify any non-conformances, potential non-conformances or deviations associated with the complaint issue. Labeling was reviewed and sufficiently addresses the complaint issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using data from worldwide customers. The median patient result for lot 39565ud01 is within established limits and comparable with other lots in the field, confirming acceptable performance. Based on this investigation no systemic issue or deficiency was identified for the architect stat high sensitive troponin-I reagent lot.

Event description:
The customer obtained a falsely elevated architect stat high sensitive troponin-I result. The customer's normal range is 0 to 0.026 ng/ml. The sample from a 74 year old female generated 0.4354 and 0.4291 ng/ml. The customer indicated the results were discrepant with the patient's clinical picture. No impact to patient management was reported.